Event description:
According to the customer: "there is a pump in rm 11 on ICU that may require evaluation. The vasopressin/argipressin infusion was incorrectly run at 4ml/hour instead of 3ml/hour this was reported as a medication safety incident and I need to investigate how long the patient received the incorrect rate for."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No pump was sent to melsungen for investigation. The attached history files of the perfusor space with serial number (B)(6) were analyzed. The attached file was from the vtbi therapy (drug short name vasoprs) of the (B)(6) 2024 during therapy on the (B)(6) 2024 the flow rate was changed from 3ml/h to 4ml/h by user at 05:02pm. At 07:52pm the vtbi near end alarm occurred. At 07:54m a new vtbi was set of 5.1 ml by user. At 08:39pm the flow rate was set to 3ml/h again. The complaint is confirmed due to the fact that a flow rate of 4ml/h was set for 3 hours and 36 minutes. The flow rate was changed by user.